Event description:
It has been reported to philips that the footswitch did not work. No harm has been reported to philips. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the device was in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed the wireless connection between the base station and wireless footswitch is lost intermittently and the base station or footswitch remains in error mode. The cause of the wireless foot switch not being available is found to be faulty contact switch due to mechanical failure. The customer began using the wired footswitch instead. The fse replaced the wireless footswitch. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction(z-0476-2022) for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. For the previous generation of wireless footswitch, philips has also initiated a field safety corrective action (2022-igt-bst-011). The codes were updated based on the investigation outcome.